Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a lead revision procedure where the lead was repositioned. The lead remains implanted in the patient. The patient is doing well post-operatively.